Manufacturer narrative:
The location of the device was not known and is presumed to have been thrown away at the user facility. Therefore, the device will not be returned for evaluation by the manufacturer. The manufacturing document from the device history record have been reviewed with special attention to the manufacturing and inspection of the device. The device released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding this 1 device, for the device family. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should this complaint have been confirmed the rate of failure would be (B)(4). Per the instructions for use, the user is advised: inspect the device to ensure it is in good physical condition and functions properly prior to use. Do not use excessive force on the device to avoid damage or breaking during use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
It was reported by the sales representative on behalf of the user facility that during a surgical procedure on (B)(6) 2018, the tip of the 8201, microfracture awl, 30 degree, device broke off in the patient's bone. The patient was x-rayed and the metal tip was located however it was decided to not remove the fragment. This caused a 15-minute delay in the procedure. This report is raised on the basis of a reported patient injury.